Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the location of the kink and how far distal to the gastrojejunostomy was it? What stapler was used at the site of the kink? Was there any issue noted with staple formation in initial procedure or reoperation? Was buttressing material used? Is this color cartridge routine or other circumstances for this selection? What color cartridge was used at the jejunojejunostomy and how was this created? Where was the site of the leak in relation to the staple line? What is the current patient status?

Event description:
It was reported that after a gastric bypass procedure, the patient returned to theatre 3 days after procedure on (B)(6) 2018 (original bypass performed on (B)(6) 2018) with a leak in the remnant stomach after bypass. Due to leak patient was septic and required a laparatomy to establish cause of leak and repair. It was found that distal part of small intestine had kinked causing a build up of pressure in the remnant stomach causing the leak from the remnant stomach. The original procedure was conducted using harh45 and echelon flex gst, 4 green and 1 black reload to form the stomach pouch. Unsure if use of product related to reported adverse event. Surgeon has not indicated that adverse event related to products. Additional laparatomy surgery took approx 7 hrs. Patient stable after performing laparotomy to repair leak.